Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported that the unit would not run on battery. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that has a battery failed error in the significant event logs. The product support advised and suspects the battery per the service manual, if not resolved pm pcb. The product support provided a part ID for the battery per the customer's request.

Manufacturer narrative:
B4:21may2021. The biomedical engineer replaced the battery to address the reported issue.